Manufacturer narrative:
Correction to d4 (gtin), g1 (reporting contact), and h3 (device evaluated by mfg). The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: a visual inspection revealed clear signs of breakage at the tip of the device, particularly around the fins of the drill. Additionally, multiple scratches and discoloration on the body suggest prolonged and heavy use. The transverse breakage pattern indicates that non-axial force was applied during use, exceeding the material's yield strength, which ultimately caused the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a wear and user related issue. The event was caused by heavy usage over prolong duration in service and application of non-axial forces leads to breakage. If more information is provided, the case will be reassessed.

Event description:
It was reported during inbound inspection following a primary surgery that a 6.5mm central screw drill tip was broken. There was no reported presence of hard bone or debris. The screw drill had been in service for over five years. The device was inspected prior to being sent to the customer. A tracking number was provided for its return to the manufacturer.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported during inbound inspection following a primary surgery that a 6.5mm central screw drill tip was broken. There was no reported presence of hard bone or debris. The screw drill had been in service for over five years. The device was inspected prior to being sent to the customer. A tracking number was provided for its return to the manufacturer.